Manufacturer narrative:
It was reported that a hip revision was required secondary to a ¿tumor ingress¿. The complained devices have not been returned for investigation. The devices could therefore not be evaluated and the stated failure mode not independently be confirmed. No medical documents were received for investigation. Without supporting clinical/medical documents a thorough investigation could not be performed. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported failure mode. A review of the complaint history revealed no other complaints for the batches in scope. Based on available information, there is no indication that the devices did not meet specification at the time of manufacturing. However, the root cause cannot clearly be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless smith and nephew will continue to monitor the devices for similar issues. It was communicated that the customer does not want follow up questions and no more information will become available. This complaint is therefore considered closed.

Event description:
It was reported that a revision surgery was required due to a tumor ingress.